Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue; unit sounds but the tight does not come on at the nurse call test fixture. Unit passes all other functional tests. No physical damage found to the unit. (B)(4).

Event description:
Customer reported the alarm only sounds in the pt's room and not at the nurse's station. Batteries have been replaced with a new supply and no visible damage reported. Customer could not provide a date when found. No pt incident or injury reported.